Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: the black box shows a manual time change from 2/1/07 7:41pm to 1/21/15 7:57pm. No alarms related to the complaint were found in the alarm history. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.